Event description:
It was reported that the health care professional (hcp) requested review of events that were stored for this pacemaker which showed atrial tachy response (atr) and ventricular tachycardia (vt) episodes. Technical services (ts) observed noise which presented during the use of electrocautery. Ts noted this maybe have been from a medical procedure. This patient sinus rhythm was coming through the stored events. This pacemaker remains in service. No adverse patient effects were reported.